Event description:
It was reported that the device will not power on due to the keypad or logic board. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device device will not power on was not identified during the customer call. Biomed letting them know that the issue was due to the keypad or logic board. Emailed a copy of the alaris service description depot repair pricing to biomed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.